Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation

Event description:
(B)(4) ¿ the dentist reported that 14 days after dental implant was installed in intraoral region 15#, its non-osseointegration was observed. The 25ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type iii).